Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., additional manufacturing narrative (if other): customer address exceeded maximum allowable characters, customer address is as follows: (B)(6).

Event description:
It was reported that during a customer demonstration (not on a patient), the pulse rate inaccurately increased to 80 bpm from 60's. The expected pulse rate for the subject was 50-60 bpm. Also, the radius-7 screen display was half orange and black. The screen was frozen on the orange half side. The battery was not able to reset as the screen was frozen. The software version is 1024. No patient involvement.